Event description:
It was reported the patient went on a cruise a week prior to the date of the report and had gone through a security gate. Since then, the patient was ¿not feeling it at all.¿ no stimulation sensation was noted. The patient used their programmer and confirmed that stimulation was on and set to program 1. Stimulation was increased from 1.5 to 3.3v, but the patient felt nothing. No outcome was provided with this event. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0hmuh, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).